Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported screw fracture inside implant, which was placed 2 months ago. Doctor will try to remove screw carefully with a isrt10n.